Event description:
Additional information was received from the patient. The patient clarified that the CT scan taken in (B)(6) 2016 and the arteriogram taken in (B)(6) 2016 were not device or therapy related. The patient met with manufacturer representative and they were successfully able to resolve the issue with the ins not charging past 50%.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they get all 8 coupling boxes on their recharger but are unable to charge their implantable neurostimulator (ins) more than (B)(4). The patient reported that as soon as they turn their device on that it quickly drains to zero within hours. Impedance checks were ran and all values were within normal range. A manufacturer representative helped the patient charge their device in the clinic; the patient charged for a total of six hours with no increase in charge. It was further reported that the patient still feels stimulation when the ins battery icon shows that the battery is empty. The patient stated that they thought there was something wrong with their display but when they met with a manufacturer representative they checked with the patient programmer, recharger, and clinician programmer and all three devices showed that the ins battery was empty; the patient stated that they were still feeling stimulation at that time. The patient confirmed that they were able to communicate with the patient programmer and has turned stimulation off. A manufacturer representative reviewed and determined that the recharger is working as designed. It was reported that when the patient starts to recharge they use the antenna locate (al) feature to find the "sweet spot" and always has all 8 bars shaded when recharging. It was noted that the patient is able to get all coupling bars shaded even without using the al feature but they could find the "sweet spot" quicker when using it. A manufacturer representative reviewed that the patient's battery might show that it is empty but the patient will still feel stimulation as long as the battery is not completely discharged. It was also reviewed that the empty battery icon indicates that battery charge level is at 0 and therapy will stop soon. The patient followed up with a manufacturer representative and was advised to charge for one hour intervals. After some troubleshooting (without using the al feature) the patient got 6-8 coupling bars shaded and later got all 8 bars shaded. It was confirmed that the ins was flashing at (B)(4) and when checked, the implant was (B)(4) charged. The patient stated that they will monitor for a day or two because they might have been doing it wrong. The manufacturer representative stated that if the patient is still having the same issues that they could call in for a replacement recharger, but if the replacement recharger doesn&#38176;solve their issue then the patient is to follow up with their hcp to get the device checked. It was further reported that the patient had a CT scan of their head in (B)(6) 2016 and nothing near their lower back. The patient confirmed that they turned their device off for the CT scan but did not program it down to 0v as stated in the information for prescribers (ifp). It was also reported that the patient had an arteriogram done about two weeks prior to the date of this report. However, it was initially stated that there were no environmental factors that may be related to the issue so this information is unclear. It was noted that the patient uses a waist brace when recharging because it's more comfortable and holds the device in place better than the recharging belt. The patient stated that they have been using a brace since being implanted on (B)(6) 2014. It was also noted that the patient's recharging issues started about two weeks prior to the date of this report. No patient symptoms were reported. Indications for use are spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.